Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regiment of aspirin at the time of index procedure. The subject received 600mg loading doses of clopidogrel. A lotus introducer sheath was placed, and a 27mm lotus edge valve was advanced. A successful repositioning of the lotus edge valve was completed with re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. The lotus edge valve was implanted successfully. The subject had normal sinus rhythm during the index procedure. One (1) day post index procedure, the subject developed left bundle branch block. At the time of reporting, the left bundle branch block was not resolved. Three (3) days later, the subject was discharged.